Manufacturer narrative:
Block b3: exact date unknown, event occurred for a while from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(6), batch: 16289749.

Event description:
It was reported that patients spinal cord stimulator (scs) device was not working as intended. The patient underwent an explant procedure. The explanted ipg and lead were not returned. No further information has been obtained despite good faith efforts.